Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that he didn't think the infusion device was delivering insulin properly. While disconnected from the infusion device he programed a bolus of 1 unit of insulin and could not see insulin flow. The patient primed 10 units of insulin and was able to see insulin flow. He again bolused 1 unit of insulin and could not see insulin flow. He then bolused 10 units of insulin and stated only a small amount of insulin flowed from the end of the tubing. He stated that the amount that flowed out of the infusion set would not fill a syringe to the 10 unit mark. The patient continued using the device with no adverse effects. He stated that he was not alleging that the device was failing to deliver insulin. He stated that he bolused 20 units of insulin into a glass and then sucked that insulin into a syringe and it was only 5 units of insulin. He stated that he thinks there is a loss of measurement somewhere. The patient declined to have the device replaced. He stated that the device is working fine for his body and he is pleased with his blood glucose levels. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.